Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the bottom of their device is turning brownish color, their up arrow key sticks, and the device has cracks. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device, and that it would need to be returned for analysis and replaced.